Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins). The manufacturing representative reported that patient fell and lead was not working. They tried to change the programs. Lead was explanted on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.